Manufacturer narrative:
G2: country germany. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with bilateral implantable neurostimulator (ins) for for bladder emptying disorder. It was reported that  an adjustment of the implantable neurostimulator (ipg) parameters desired, but error message and no controllability of the pulse generator on the right. There are instead 3 ipgs are displayed. Upon x-ray control, they show right electrode residue with 4 poles, along with 2 ipgs connected with 2 complete electrodes. The 3 ipgs are displayed as ending# 58 (on the left), ending# 47 (right new) and njy000001 (old, unconnected and deleted programming). Again and again, an error message that another implant is recognized. The left program 3 active, stimulation there at 3.7. Since  problem could not be solved, it was recommended to contact the healthcare professional (hcp) to connect the remote control with the correct ipg on the right to enable control and reprogramming, and to request a surgical report. Patient was not informed of an incompletely removed electrode by the hcp. The patient was provided with a medical device that could not be controlled by the patient by remote control (no adjustment of the current height in the event of insufficient benefit/discomfort).